Event description:
It was reported that the angulation adjustment causes a blackout, it caused a blackout of the image. There were no reports of patient harm. This is a customer inquiry received on 17-jan-2025 by olympus china from (B)(6) hospital located in china. The inquiry has been initially received in chinese. According to the reporter, on 17-jan-2025, the following issue occurred: angulation adjustment causes a blackout. Reportedly, this issue involves the following olympus product: bf-1t260. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; this issue did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator qianqi yang fluent in english and chinese on 17-jan-2025.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.